Event description:
Over a period of time, five pt's received adverse events following facial laser telegietasia treatment using a 3mm spot size delivery system. Parameter settings were 240 j/cm2 40ms with dcd setting of 15/20/10 ms. Five individual medwatchers are being submitted associated with each individual pt. In this case, the pt had pustules within 24 hrs and left depressions on facial area along the nose/face crease possible scar.